Event description:
Device malfunction: mislocation of clip. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the clip was deployed but remained in the distal end of the exchange sheath. Hemostasis was achieved using manual compression. There were no reported patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.